Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. While drilling the hole for a locking screw, the drill bit interfered posterior part on the hole of a nail. The surgeon removed the drill sleeve and hit the drill bit with a hammer. Because the drill bit was continued to be hammered in the state of interfering with the nail hole, the drill bit got worn out and could not be used. The surgery was completed within (30) minutes delay. It is considered that there may be problems such as distortion in instruments such as sleeve, insertion handle, and connecting screw. Patient outcome is reported as stable. No further information is available. This report is for (1) unknown drill bit. This is report 1 of 4 for complaint (B)(4).